Manufacturer narrative:
At the moment we do not have data for non-speculative causal assessment. Lot reference samples have been investigated. The vent membranes were all to specifications with correct flow rates. If new relevant information becomes available, we will re-open the case and notify FDA by a follow-up MDR.

Event description:
Unomedical reference (B)(4). Unomedical has received a legal case from medtronic. A (B)(6) male diabetic patient is receiving insulin via a medtronic insulin pump and an infusion set manufactured by unomedical. On (B)(6) 2016 the patient changes infusion set and set out to drive to a friend. While driving the patient has a blackout which result in him rear-ending another vehicle. As per ems records from shortly after the crash his blood glucose is measured to 25 mg/dl - a hypoglycemia. He suffer severe and permanent injuries and remain hospitalized for more than one year. His lawyer alleges that the cause of the blackout and car crash is a failing infusion set connector membrane leading to fast insulin overdose and refers to the medtronic recall of sep 2017.